Event description:
It was reported that during an unk procedure, surgeon was clamping down on the pulmonary artery branch ready to fire the stapler. Pulled the red safety button back and pulled the firing trigger but stapler would not fire. Tried to open the stapler but could not. Tried removing the battery but it would not budge, had to use manual override, after a while the stapler could be opened. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2024. D4: batch # 744c19. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with a reload loaded on the device. The reload was received unfired. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 744c19, and no non-conformances were identified. Additional information was requested and the following was obtained: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Customer video called me during the case & had to troubleshoot with him there & then. Is the current patient status known? Yes patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.